Event description:
It was reported to philips that the system was not turning on. No harm was reported to philips. A philips field service engineer reloaded the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received device was not in clinical use during the issue occurrence. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not turning on. Upon troubleshooting action, fse checked and found software not loading issue. To resolve the issue, fse reloaded the software. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.